Event description:
Reporting status: serious injury - medical intervention. Reporting rational: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that a 3.0 x 23 mm promus stent and a 2.75 x 18 mm promus stent were previously deployed. Target vessel revascularization was performed. No additional event or pt information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The 2.75 x 18 mm promus (part # 1009528-18b, lot# 7043061), is being filed under the same MFR#.